Manufacturer narrative:
(B)(4)

Event description:
It was reported that the manufacturing representative was in the operating room on the date of this report and the extension was showing high impedance readings on electrode 2 and all pairings with electrode 2 were showing greater than 40,000 ohms. Thy disconnected, wiped down at the lead/extension junction and at the extension/implantable neurostimulator (ins) junction and when they reconnected they had continued to see greater than 40,000 ohms on all pairing with electrode 2. They replaced the extension with a different one and all impedances were in normal range.

Manufacturer narrative:
Product ID 37086, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Analysis of the extension found the extension body conductor was broken, #2 conductor is broken 2.8cm from the proximal end.